Manufacturer narrative:
He manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that: "during the placement of the catheter, it was noticed that the wire which was composing the guide was chilled out, also at the time of withdrawal the ibodes had the impression that a piece of the guide. An x-ray was therefore carried out: indeed a piece of the guide remained in the patient."

Event description:
It was reported that : "during the placement of the catheter, it was noticed that the wire which was composing the guide was chilled out, also at the time of withdrawal the ibodes had the impression that a piece of the guide. An x-ray was therefore carried out: indeed a piece of the guide remained in the patient."

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 0.018 in. Guidewire in a plastic hoop. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle and/or excessive tensile (pulling) force on the guidewire. The returned product sample was evaluated, and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. The weld tip of the wire was missing and could not be accounted for during the evaluation. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of ref(B)(4) showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.